Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient last charged the ipg approximately two years ago. The ipg would no longer communicate with the patient programmer and charger. Surgical intervention was undertaken during which the ipg was replaced and therapy restored.

Manufacturer narrative:
B3: date of event is estimated.